Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that there was noise on this right atrial (ra) lead that was reproducible during in-clinic manipulation. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped (it remains implanted but out of service) and replaced without incident. Besides intervention, there were no other adverse patient effects reported.